Event description:
It was reported that the pt experienced stimulation in the wrong location following an implant. Add'l info received reported that the pt met with a MFR rep and her hcp on (B)(6) 2011. Her device was interrogated, and it was reported that "one wire was broken". The pt was scheduled to have the wire repaired on (B)(6) 2011.

Event description:
Additional information received reported that the patient was programmed unsuccessfully and the healthcare provider was notified. The patient was subsequently scheduled for surgery to add an additional lead to her existing lead. A second lead was implanted on 2011 (B)(6). The patient outcome was successful.

Manufacturer narrative:
(B)(4).